Event description:
It was reported that the lead was implanted as part of a temporary pacing system. The lead was explanted as the patient no longer needed the temporary pacing system, and upon inspection of the lead after explant, there was insulation damage noted on the lead. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found external abrasion breaching the outer insulation at distal region. The cause of the reported event was due to external insulation abrasion which is consistent with friction to another device or feature of patient anatomy.